Manufacturer narrative:
Result: the first ruby coil¿s embolization coil was received without the pusher assembly. The proximal constraint sphere was intact on the proximal end of the embolization coil. There were offset coil windings in multiple locations along the length of the embolization coil. The proximal end of the embolization coil shows a high concentration of offset coil windings. The outer diameter (od) of an undamaged section of the embolization coil was measured and found to be within specification. Conclusion: evaluation of the first ruby coil revealed the embolization coil was detached from the pusher assembly. Further evaluation revealed offset coil windings along the length of the embolization coil. The damaged embolization coil may have contributed to the resistance felt by the physician. Since the pusher assembly was not returned for evaluation the root cause of the embolization coils detachment could not be determined. Evaluation of the second ruby coil revealed the pusher assembly was kinked and the introducer sheath was on backwards. If the introducer sheath is incorrectly loaded onto the pusher assembly, resistance will likely be experienced when attempting to advance the ruby coil through the introducer sheath. Further evaluation revealed the pusher assembly was kinked. This type of damage likely occurred due to forceful advancement of the ruby coil against resistance related to the incorrectly loaded introducer sheath. Further evaluation revealed bends in the pusher assembly. The bends in the pusher assembly were likely incidental and likely occurred when packaging for return to penumbra facilities. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The ruby coil (lot # f66961), returned stuck inside of the non-penumbra microcatheter, was not detached from the pusher assembly. Therefore, the event description has been corrected accordingly: the patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician experienced resistance while advancing a ruby coil through a non-penumbra microcatheter, and upon retracting to reposition the ruby coil, more resistance was felt and the ruby coil unintentionally detached within the microcatheter; therefore, the microcatheter was removed and the ruby coil was flushed out. The physician reinserted the same non-penumbra microcatheter and attempted to advance a new ruby coil; however, the physician experienced resistance while advancing; therefore the physician removed the microcatheter with the ruby coil inside, and the procedure was completed using a new non-penumbra microcatheter and non-penumbra coils. It should be noted that the physician used a rotating hemostasis valve and a syringe to flush manually. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-01420.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician experienced resistance while advancing a ruby coil through a non-penumbra microcatheter, and upon retracting to reposition the ruby coil, more resistance was felt and the ruby coil unintentionally detached within the microcatheter; therefore, the microcatheter was removed and the ruby coil was flushed out. The physician reinserted the same non-penumbra microcatheter and attempted to advance a new ruby coil; however, the physician experienced resistance and this ruby coil unintentionally detached while advancing. The physician removed the microcatheter with the ruby coil inside, and the procedure was completed using a new non-penumbra microcatheter and non-penumbra coils. It should be noted that the physician used a rotating hemostasis valve and a syringe to flush manually. There was no report of an adverse effect to the patient.